Event description:
It was reported that during an implant procedure that there was high pacing impedance, r-wave amplitude variation, and failure to extend helix on the right ventricular (rv) lead. The rv lead was not used and the physician elected to use a different rv lead. The patient was discharged after the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and r-wave amplitude variation were confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued and internal shorting between conductors due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The cause of the reported events of helix mechanism issue and r-wave amplitude variation was due to the over torqued inner coil in the connector region which caused internal shorting between conductors and the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fractures.